Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6, h3. H3 photo investigation summary: during the visual analysis, the following was observed: the photos shows a sales unit open box with z126h product codes, the lot #1083d6, expiration date 2030-03-31, packaging information. The broken needle reported is not visible in the images. The photo of the sample was reviewed and compared with authentic package artwork and did match comply with j&j standard. In addition, the qr barcode was readable with the scanner with a result of (B)(6) the last six digits match the batch number. The lot number was entered into the database and the results were found to be in accordance with the process specifications and the lot number was manufactured by ethicon. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? No. When did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)?/during removal from the package. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager)/nurse. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. In the clinic it is reported that during surgical procedures, the needle of the suture is broken. It is suspected that the product is not authentic from j&j. There were no patient consequences reported. Additional information was requested.